Event description:
A malfunction was reported by the customer with code malf 9, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, providing pump reset information, and confirming that the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if any malfunction codes appear again, which the customer understood and acknowledged.